Manufacturer narrative:
The power cord was returned to mindray for eval and no signs of smoke/fire related damage were found. The outlet smoke/fire is suspected to have resulted from pressing the power cord against the wall causing a short in the outlet.

Event description:
The customer reported smoke/fire from an outlet the m7 ultrasound machine was connected to via the power cord. No pt or user injury was reported.